Event description:
The hospital reported that during a coronary artery bypass procedure, the xpose 4 did not maintain suction. Reported stated that "the heart kept falling". They did test the vacuum system. The reported kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
Since the device is not available to be returned to use, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this product lot. Internal file number - (B)(4).